Manufacturer narrative:
The serial number for the radio frequency controller is (B)(4). Radio frequency controller manufacture date 01/2015. Event problem and evaluation codes reflect the radio frequency controller. The disposable device was not returned. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Sterile lot review. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).

Event description:
It was reported that a physician completed a novasure endometrial ablation on (B)(6) 2015. A post-ablation hysteroscopy was performed which demonstrated a perforation at the left lateral uterine fundus associated with an ovoid serosal blanching that was contiguous with another perforation identified on the right lateral fundus, approximately 2mm in diameter. There was also cautery effect noted on the fallopian tube. The bowel was thoroughly inspected and no thermal injuries were noted. The fallopian tube with thermal injury was removed. The patient did well post-operatively and was discharged home on prophylactic antibiotics.